Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter stated that after a recent battery change, the pump and battery were hot to the touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/02/2013 with the following findings: a review of the pump¿s history showed evidence of short battery life illustrated with sudden voltage drops and alarms. During testing, the pump powered on normally; however a low battery alarm was duplicated upon start up. The pump was able to prime correctly and the battery felt hot after exercising the pump for a few minutes. An external power supply was used to confirm that all currents were above normal specifications. The pump cover was removed and two internal components of the printed circuit board were found to be overheated. They were removed and the current draws returned to specifications. Unrelated to the complaint, the display screen was found to be dim and discolored. A test screen was installed and displayed normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.